Event description:
Reportedly the subject pacemaker could not be interrogated. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly the subject pacemaker could not be interrogated. The device was explanted and returned for analysis.